Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was informed they could continue using the pump and were advised to call back if the issue reoccurred, which they acknowledged and understood.